Event description:
Event verbatim [preferred term], burn blister [burns second degree], , narrative: this is a spontaneous report from a contactable other healthcare professional from a pharmacy. An adult female patient started to use thermacare heatwrap (thermacare heatwrap) (device lot number not provided) from an unspecified date at an unknown frequency for an unspecified indication. The patient's medical history was not reported. The patient's concomitant medications were not reported. The patient experienced burn blister on an unspecified date with outcome of unknown. Action taken in response to the event for thermacare heatwrap was unknown. Product investigation results were as follows: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. A lot trend was not performed. The lot number is unknown. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status was not received. Follow-up (20feb2017) new information received from a contactable pharmacist includes: statement that no further information is available. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (30apr2020): new information received from citi includes: investigation results. No follow-up attempts are possible. No further information is expected., comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. A lot trend was not performed. The lot number is unknown. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status was not received.

Event description:
Event verbatim [preferred term] burn blister [burns second degree] , . Case narrative: this is a spontaneous report from a contactable other hcp from a pharmacy. An adult female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap) (device lot number not provided) from an unspecified date at an unknown frequency for an unspecified indication. The patient's medical history was not reported. The patient's concomitant medications were not reported. The patient experienced burn blister on an unspecified date with outcome of unknown. Action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (20feb2017) new information received from a contactable pharmacist includes: statement that no further information is available. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blister [burns second degree]. Case narrative:this is a spontaneous report from a contactable other hcp from a pharmacy. An adult female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap), from an unspecified date to an unspecified date at an unknown frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced burn blister on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.